Manufacturer narrative:
Evaluation revealed the glenosphere trial to be the subject product. No further associated products were reported. A review of the device history review revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the item had been in use for approximately 2,5 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The received glenosphere trial was found to be significantly damaged. Deep scratches were found on the upper surface. Material was found to be deformed. One of the four tabs was completely broken off. According to information received the attending surgeon broke the glenosphere trial by using the incorrect instrument (coaker), when removing the trial from the patient, which had led to the breakage of one of the tabs. It was furthermore stated that the trial was impacted onto the baseplate. The operative technique states under the chapter glenoid preparation that a glenoid holder will be required to remove the glenosphere trial from the glenoid baseplate. The found breakage was the result of an inadequate usage by the customer. In case of intended use such damage would not have occurred. Based on the above the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Surgeon broke glenosphere trial by using incorrect instrument (coaker) to remove the trial from patient. This resulted in one of the tabs breaking. The trial glenosphere was impacted on to the base plate. The surgeon then used a coaker to remove the trail from the patient, resulting in one of the tabs breaking off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon broke glenosphere trial by using incorrect instrument (coaker) to remove the trial from patient. This resulted in one of the tabs breaking. The trial glenosphere was impacted on to the base plate. The surgeon then used a coaker to remove the trail from the patient, resulting in one of the tabs breaking off.